Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing was normal. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray inspection found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had dislodged, failed to sense and failed to capture. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead had dislodged and had high capture threshold. X-ray was performed which confirmed the dislodgment on the rv lead. The lead was explanted and replaced. The patient was stable throughout the procedure.